Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc investigated this event without the physical device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The patient¿s duodenum was perforated during endoscopic submucosal dissection (esd) of the duodenum using this device. Reportedly, the perforation occurred when the physician was inserting the device through the mouth into the patient. The monitor didn't capture the exact moment the perforation occurred it is also reported that inserting the endoscope with excessive force led to the incident. The patient passed away after the event. The perforation was not treated with the consent of the family because the patient's cardiac and renal functions were poor. Supplemental information provided by the physician suggests as follows. The user facility used this colonoscope for the procedure because it has long insertion tube and they don¿t have intestinalscope. The endoscope didn¿t have any problem. The user facility won¿t return the device to olympus since they continue to use it.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.